Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2022. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not received. The complaint of a detached sensor wire was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.